Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its distal end, i.e. One strut is lightly lifted. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that bent strut was initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. When loading the device onto the guide wire, it was noticed that the stent was deformed at the distal end. A stent strut was sticking out. The device was not used. Another orsiro with same size was used to complete the intervention.